Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was blocked during use. The following information was provided by the initial reporter: "needle blocked".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: customer returned two used pen needles. It was reported by the distributor that the needle is blocked and bent. Pen needle was visually verified using magnification and found one pen needle with pe and npe bent and other needle with pe bent. Therefore, pen needle was clogged during priming due to pe/npe bent. As the sample returned was open it is not possible to determine root cause. Hence, the alleged issue for clog and bent could be confirmed. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated failure. As the sample returned was open it is not possible to determine root cause.